Manufacturer narrative:
The batch number for confirm anti-progesterone receptor (pr) (1e2) was not provided. Field personnel found no issues while performing the operational qualification (oq)/level 1. The investigation is ongoing.

Event description:
The initial reporter questioned positive staining for 2 patient samples tested for confirm anti-progesterone receptor (pr) (1e2) rabbit monoclonal primary antibody on a benchmark ultra plus instrument. For both patients, the positive results were reported outside the laboratory. Testing was repeated as the pathologists noted unexpected staining on slides processed between the afternoon on (B)(6) 2025 and the morning on (B)(6) 2025. Upon repeat staining, the results for both patients were negative. Amended reports were sent out. Controls were used and showed acceptable staining.

Manufacturer narrative:
The confirm anti-progesterone receptor (pr) (1e2) rabbit monoclonal primary antibody is used in conjunction with ultraview universal dab detection kit lot number m12734. It was alleged that the event occurred after performing decontamination (decon) on the instrument. As field personnel found no issues while performing the operational qualification (oq)/level 1, the instrument was operating within specifications. There were no signs of a dispenser issue. Based on the information provided, software issues are not suspected. The issue with unexpected (background) staining was resolved two days after the decontamination was performed on the instrument. The investigation determined the event was consistent with some residual decontamination reagent remaining in the lines, which caused the background staining. A review of the roche local complaint data indicates that there are no trends for this issue. The investigation did not identify a product problem.